Manufacturer narrative:
The insulin pump was received with high idle current; the problem was isolated to the interface board. However, the insulin pump passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No blank display anomalies noted. The insulin pump had stripped battery cap coin slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change and the battery cap cannot be removed. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the battery cap does not budge and cannot be opened. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.